Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the unit was not getting good grafts. It is believed that an additional graft was required; however, the contact was not certain. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the unit was not getting good grafts. The customer returned a dermatome an device, serial number (B)(4) for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports. Product review of the dermatome an by zimmer biomet surgical on june 27, 2018 revealed that the control bar and torque were low. The calibration was within specification. The motor speed was within specification (5516 rpm). Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the vespel sleeve bearings, semi-circle bearings, width plates screws, lever and ball detent. Dermatome an, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the control bar was low. The cause of the device producing bad grafts was due to the control bar being too low. The root cause of the device producing bad grafts cannot be specifically determined with the provided information since it is unknown how the damaged occurred. These issues are being further investigated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.